Event description:
Severe pain in right knee [arthralgia]. Case description: spontaneous report rec'd on (B)(6) 2010, from a (B)(6) pt, initial (B)(6), with a medical history of osteoarthritis right knee and pain in the right knee. The pt did not receive prior visco-supplementation. The pt was administered synvisc-one on an unk date in (B)(6) 2010, in his right knee. Approx four days after receiving the synvisc-one injection, the pt had severe pain in his right knee. The pt was treated with a cortisone injection in his right knee by his physician on an unk date in mid (B)(6) 2010, with little relief of knee pain. He was applying heat and cold to his knee and taking motrin (ibuprofen) and percocet (oxycodone hydrochloride) to alleviate the pain. The pt felt that the pain was getting progressively worse. The lot number was unk. No further info rec'd. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.